Event description:
It has been reported to us that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon and inflated it to occlude the vessel. The physician inserted and placed a carotid stent. At this time, the occlusion balloon deflated. The physician completed the case without distal protection. No issues with the patient.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual device used in case was returned and evaluated. Visual examination of the returned occlusion balloon wire revealed that the balloon material appears to have been inflated. Closer visual examination of the balloon material detected no damage. The proximal and distal seal bands are intact. The gold marker is intact and the plug core wire inserted in the hypotube is at the positive stop. Visual examination of the hypotube detected some severe damage. There are scratches on the teflon coating and a crushed section 91cm from the proximal end of the occlusion balloon wire. An inflation/deflation test was performed and failed due to the damage on the hypotube. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for deflation due to the damage on the hypotube. The anlysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.